Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis; described as peritoneal infection. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment for the peritonitis with an unspecified anti-inflammatory drug infusion (dose, frequency, route, and duration were not reported). It was reported that dianeal therapy was ongoing during the treatment. On an unreported date, the patient was recovered from the event. No further information was provided regarding whether the patient was hospitalized for the peritonitis or if dianeal therapy continued to be ongoing. No additional information is available.